Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported false upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. This condition was determined to have been caused by low upstream fluid readings due to a failed upstream sensor. Low readings are known to increase sensitivity to false upstream occlusion alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum infusion pump had false upstream occlusion alarms. It was also reported there was no patient injury related to this condition.